Event description:
The operating room staff were preparing for the case (patient was not in the room) when they noticed smoke and heard a sizzle coming from the battery pack of the device. Staff alerted fire safety and biomed, and reported that the battery pack was smoking and starting to melt. The cord to the device was cut and the battery pack was opened to safely dislodge the batteries that were causing it to smoke and melt. No staff or patients were harmed in the event. The device was removed from service.

Event description:
The (operating room) or staff were preparing for the case (patient was not in the room) when they noticed smoke and heard a sizzle coming from the battery pack of the device. Staff alerted fire safety and biomed, and reported that the battery pack was smoking and starting to melt. The cord to the device was cut and the battery pack was opened to safely dislodge the batteries that were causing it to smoke and melt. No staff or patients were harmed in the event. The device was removed from service.